Event description:
It was reported that lead was surgically abandoned due to product performance issues. In the same procedure, pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.